Manufacturer narrative:
(B) (4). Endoleak, severe vessel thrombosis; type ii endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuosity, no calcification, and severe thrombosis. The aortic neck was 15 mm to 18 mm in length, 22 mm in diameter at the renal arteries and 23 mm in diameter 15 mm below the renal arteries, and angled 30 degrees. It was reported that after the bifurcated stent graft was placed, one portion of the proximal stent graft did not open completely due to the severe thrombosis, resulting in a type I endoleak. The stent graft was ballooned; however, the graft did not stay completely opened. The physician elected to implant an aneurx aortic cuff (MFR report# 2953200-2010-00583) inside the bifurcated stent graft, which forced the bifurcated stent graft open; however, the type I endoleak still did not resolve. The physician then implanted another manufacturer's stent, which resolved the endoleak. The patient also had a type ii endoleak, which was left untreated. No additional clinical sequelae were reported, and the patient is fine.